Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer stated that when attempting to remove the prograsp forceps from the patient, the instrument got locked at an angle with the trocar. The arm had to be removed with the trocar with the instrument attached. Once outside of the body, the instrument was successfully removed by force, breaking outside of the body. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument broke once outside of the patient. The incident occurred during the procedure however without the patient being involved when it broke. No potential fragments would have fallen into the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting the prograsp was difficult to remove, an investigation is in progress to determine the cause of this reported event. Isi has received the part associated with this complaint and completed investigations. The prograsp forceps instrument was analyzed and found to have a broken main tube. A piece measuring proximately 0.290¿ x 0.131¿ was broken and not returned with the instrument. The instrument was returned with the main tube broken and all distal end pieces broke from it and not returned with the instrument (distal clevis, proximal clevis, and grip). The complaint regarding the instrument being stuck in trocar was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Additional observations related to the customer reported complaint were identified. The instrument found to have a broken grip cable at the distal end due to the main tube being broken and distal pieces not returned; all of the grip cables were broken. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing along with the entire grip, distal clevis, and pulleys. The instrument was found to have a broken grip. The entire grip was found to be broken along with the distal clevis, proximal clevis, and pulleys. The broken piece was not returned. The instrument was found to have the distal clevis broken. The entire distal clevis was broken and not returned with the instrument. The instrument was found to have the proximal clevis broken. The entire proximal clevis was broken and not returned with the instrument. The probable root cause of a broken/cracked main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of pitch cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of a broken grip tip is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. The probable root cause of a broken/cracked distal clevis is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis. The probable root cause of a broken/dislodged proximal clevis is attributed to damage from mishandling/misuse, which may include applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Fields g5 and g7 are not applicable.